Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on an unknown date due to the femoral stem fracturing at the taper stem body junction. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Expiration date - unknown. Implant date - unknown. Explant date - unknown.

Manufacturer narrative:
The implant was returned and evaluated. The taperloc stem had bony attachment on its porous coated stem indicating good fixation. Damage was found to the coating, but was likely due to the extraction of the well-fixed stem using an osteotome. A reduction in cross-sectional width is evident by the fracture site of the taper. The two fracture surfaces produced by the stem failure exhibited two crack fronts, one superior and one inferior. Beach marks were evident in the superior part of the surface, radiating inferiorly. Some white residue had collected at the junction between the fracture surface inside the taper adaptor and the bore of the adaptor itself. Parts of the surfaces were slightly burnished, which was probably due to contact between the fracture surfaces post-fracture. The two parts seemed to mate well together, and the features on the surfaces matched each other more or less exactly. The returned prosthesis had evidence of fretting and failed through a fatigue mechanism. Although suggestions of subluxation or rim contact are present on the parts, the root cause for failure cannot be determined without patient information and radiographs.